Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarm and damaged strain relief near the connector was confirmed. The log file spanned approximately 2 days ((B)(6) 2022 to (B)(6) 2022 per the timestamp). Voltages fluctuated throughout the log file while the device was connected to mobile power unit and battery power source. Though the controller did not alarm, the voltage fluctuated from 7.0v to 12.5v which is lower than the expected threshold of 12.7v while the device was connected to a mobile power unit. Atypical low voltage alarms activated throughout the log file due to fluctuating rsoc voltage on the power cables while the device was connected to a battery power source. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. The voltage fluctuation is predominantly on the white power cable. No other notable alarm was observed. The hm2 system controller, serial pcx-17432, was not returned for analysis. Per provided information, the power cables on the controller were previously secured with rescue tape and no exposed wires. The provided image showed damaged strain relief on the power cables near the connector. The primary controller was exchanged. The alarms resolved after the exchange. The patient is stable and tolerated the controller swap well. No exchanged devices will be returned for evaluation. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had frequent connect power alarms on the black cable while using batteries. The patient claimed the batteries drained quicker once connected to the black cable. Upon interrogation of the ventricular assist device (vad) there were frequent low voltage advisory alarms. It was also noted that the battery clips had visible dust collection and one of them was definitely damaged. Both controller cables were previously secured with rescue tape but no wires were exposed. Log file review confirmed odd strings of low battery advisories and odd cable voltages. The patient's battery clips and controller were replaced. There had been no further alarms, the patient was stable, and tolerated the controller exchange well.